Event description:
Related manufacturer reference number: 2017865-2022-11824, related manufacturer reference number: 2017865-2022-11825. It was reported that a patient presented in-clinic for an explant procedure. Examination of the patient's lead revealed high capture thresholds. During the procedure and during an attempt to place a left ventricular lead was found to be difficult to remove from the guidewire, and the left ventricular lead was found to be damaged. Additionally, a steerable catheter used was found to have perforated the patient blood vessels, resulting in additional surgical intervention to resolve the complication. The exiting lead was capped on (B)(6) 2022, and implant of the left ventricular lead was abandoned. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.